Event description:
Implantable cardioverter-defibrillator in situ. Implanted originally 9 years ago with a guidant/boston scientific model 0147 defibrillator lead. Patient presents with apparent lead fracture; lead noise detected as ventricular fibrillation (vf).